Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was seen for routine follow up. After connecting patient to pbu using the white lead only, the time was synced on the monitor and got a pump off alarm. The patient was completely asymptomatic. Patient was put back on batteries and the alarm resolved. When the patient was connected back to the pbu, there were no further alarms. Patient did not have any adverse events from this, equipment was not exchanged and no treatment was given. The patient nor healthcare provider did not press the pump stop button. Patient was connected to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the intentional pump stop command activating without touching the screen was not able to be determined. The system monitor were not returned for evaluation and remains in use. However, the report of a pump off alarm was confirmed through the analysis of the submitted log files. Log files (event and periodic) provided by the customer were reviewed. The log files contained data recorded from (B)(6)2019 to(B)(6)2019 . The information captured on(B)(6)2019 at 11:17am revealed that an intentional pump stop command was activated followed by the actual speed decreasing to 0 rpm. Approximately 35 seconds later the system returned to the desired set speed. There were no other atypical events recorded in the log files. Per information from the site, the vad coordinator stated that the patient and I (vad coordinator) did not press the pump stop button. In addition, we have many monitors and do not know which monitor was using during the event. So, no equipment will be return to abbott for analysis. As the system monitor is not available for analysis, this complaint file will be closed with no further actions. Hmii IFU: if the system monitor does not function properly, contact the company for assistance. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use covers all buttons and functions of the system monitor. Pump stop button feature is also addressed in this section. No further information was provided. The manufacturer is closing this event.